Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: sept 02, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed and found the plunger rod advanced to the lens that was stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge; stress marks were observed in the cartridge tip but were in specification. No issues were identified with the cartridge, lens module, plunger rod, and plunger rod advancement. The lens could not be removed from the cartridge; however, the lens was observed to be torn and damaged. No further evaluation was performed. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a preloaded lens implant appeared damaged prior to implantation during handling. There was no contact with the patient¿s eye, and no patient involvement was reported. No further information is available.